Event description:
It was found that the implant date of the device was post the use by date. The use before date was (B)(6), 2004, so the device was implanted after that date.

Manufacturer narrative:
Concomitant medical devices: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-56, lot# j0102017v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-56, lot# j0102017v, implanted: (B)(6) 2001, product type: lead. (B)(4).